Event description:
The implanting surgeon provided add'l info describing the pt's complaints as horizontal, colored streaks in poor lighting conditions. The axis is not related to the haptic axis or to the post capsule striae direction. He stated mydriasis worsens the symptoms and miosis does not improve the symptoms. He does not believe the intraocular lens has malfunctioned.

Event description:
A consumer reported seeing areas of lights that are multicolored streaks following implantation of an intraocular lens (iol). The consumer stated the streaks appear from any light source and that night driving is difficult. The association between this event and the iol is not known. The implanting surgeon has been contacted for additional information.